Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Concomitant medical products: other manufacturer's devices: 5f ver diagnostic catheter, j&j 035 diagnostic wire, amplatz superstiff exchange wire, neuron 070 distal support catheter, excelsior xt-27 and echelon-10 microcatheter, silverspeed 14 microwire, neuroform ez, leo baby device, axium coil. (B)(4). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. Shapiro et. Al, (2015),foreign body emboli following cerebrovascular interventions: clinical, radiographic, and histopathologic features, vol.36 pp 2121-2126, ajnr, retrieved from: www.ajnr.org - (B)(4).

Event description:
A journal article was reviewed titled "foreign body emboli following cerebrovascular interventions: clinical, radiographic, and histopathologic features" which stated: "foreign material emboli following cerebral, cardiac, and peripheral catheterizations have been reported since the mid-1990's. Catheter coatings have been frequently implicated. The most recent surge of interest in this phenomenon within the neurointerventional community is associated with procedures using flow-diversion devices for the treatment of cerebral aneurysms." The article included case studies and 4 of the case studies included patients that underwent procedures where cook devices were used. Per the author, patient 5 underwent y-stent-assisted coiling of a left middle cerebral artery (mca) aneurysm with single-groin access consisting of 6f shuttle (cook), and other manufacturer's catheters. Embolization was notable for intraprocedural occlusion of two superior division frontal branches, with no immediate clinical sequelae. Transient episodes of right upper extremity paresthesia and spasm developed two weeks post embolization. Conventional angiography demonstrated recanalization of the aforementioned frontal branches. Magnetic resonance imaging (MRI) and magnetic resonance (mr) spectroscopy showed multiple enhancing lesions throughout the left mca territory, the largest involving areas subserved by initially occluded branches. A course of oral corticosteroids was administered. MRI three months after the event showed decreased perilesional edema and reduced enhancement. Additional information regarding event details, and patient outcome has been requested, but is not available at this time. Refer to medwatches with manufacturer report numbers as follows for the other cases: 1820334-2018-01139, 1820334-2018-01140, 1820334-2018-01277.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation : a review of the complaint history, documentation, drawing, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [shapiro_foreign body emboli following cerebrovascular interventions.pdf]

Event description:
No additional information regarding the patient and or event has been received since the previous medwatch report was sent. Refer to section h10 for investigational findings.